Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 300 mg/dl. The customer stopped eating until he got home and changed cartridge and bolused via pump to address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy if not able to use manual injections for insulin delivery.there was no adverse impact to the customer¿s blood glucose level.